Event description:
It was reported by service report that the footboard assembly was cracked and the scale and bed exit assemblies were coming off leaving an opening for fluid ingression. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: footboard shell cracked, scale and bed exit modules were broken and loose.